Event description:
It was reported that an venotomy closure of the right common femoral vein was attempted using a prostyle with an 10fr sheath after an ablation procedure. Reportedly, when the plunger was removed, a cuff miss [suture retrieval issue] was noticed. Another prostyle suture was successfully used and hemostasis was achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: the perclose prostyle smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For access sites in common femoral vein using 5 to 24f sheath. For sheath sizes greater than 8f, at least one device and the pre-close technique is required. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.